Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, consumer - attorney. Concomitant medical products: 00784801200, modular neck e 12/14 neck taper use with +0 heads only, 61680685; 00771300900, modular femoral stem press-fit plasma sprayed cementless size 9, 61636902; 00620005022, shell porous with cluster holes 50 mm o.d., 61661039; 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, 61661381; 00631005032, liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells, 61620339. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03303.

Event description:
It was reported that patient was undergoing a hip revision approximately 5 1/2 years post implantation. During the revision surgery, the surgeon noted that the head and neck were cold welded and were removed together. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d9; g3; h2; h3; h6 proposed component code: mechanical (g04)- head visual examination of the returned product identified the head and neck are locked together and could not be disassembled. Damage is seen on the surface of the elliptical taper of the neck. Review of the device history record identified no deviations or anomalies would contribute to reported event. Revision op note dated shows the patient had revision due to pain and elevated metal ion levels. No infection was found. No corrosion was found between the modular neck and the modular stem. The stem was well-fixed and positioned. The liner does not show any gross signs of wear or oxidation. A portion of the liner was worn down. The cup was loose. Minimal bone loss in the acetabulum. Very little fluid was encountered, no evidence of metallosis. No problem was found with the devices as they are designed to achieve stable, long term fixation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of operative notes noting the head being cold welded to the neck of the stem component. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.